Event description:
The customer stated that the architect analyzer generated a (B)(6) result on one patient who previously tested (B)(6). On serial number (B)(4) = 0.68 (<1.00s/co=(B)(6)); re-centrifuge and retested same sample on serial number (B)(4) = 1.18s/co (>/=1.00s/co = (B)(6)) / retested on original instrument = 0.60s/co. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. The investigation of the customer issue included a review of complaint text, a search for similar complaints, sensitivity testing, a review of manufacturing records, and a review of labeling. The customer observed potential (B)(6) results for a sample when using architect (B)(4) reagent lot 42414li00. A review of tickets determined that there is normal complaint activity for lot 42414li00 with no adverse trends identified. There was no patient sample available to assist in the investigation. Clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The reagent detected the same bleeds as (B)(4) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance of lot 42414li00 was not affected. A review of the manufacturing records did not identify any issues during this lot's manufacture. A review of labeling concluded that the issue is adequately addressed. The evidence suggests that the device is malfunctioning as the incorrect result is generated on lot 42414li00, but another lot generates the correct result. Based on this data, the product is performing as intended and no product issues were identified.